Event description:
It was reported that a spectrum iq infusion pump had low volume of speaker found in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "low speaker" was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was found the speaker tones for keys low. The v9 rear case kit required to be replaced to address the issue. Should additional relevant information become available, a supplemental report will be submitted.